Event description:
It was reported that the patient presented with infection at device pocket site during follow-up in clinic. The physician explanted the system ¿ pacemaker and atrial lead. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.